Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart leaving pieces inside and one other tampon had the string pull out upon removal leaving the tampon inside. She was able to manually remove the remaining tampon pieces and did not seek medical assistance. Consumer reported the removal of the tampon and tampon pieces caused vaginal pain but the pain resolved.